Manufacturer narrative:
(B) (4). (B) (4). The customer's experience of leaking set was confirmed. During visual inspection, a tear on the silicone segment at the upper fitment was noticed. The root cause of this failure was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build for the failure mode reported.

Event description:
Customer reported rn noticed the pump was wet and upon inspection, it was noted that fluid was leaking from the tpn IV tubing. The tubing was replaced at that time. The staff did not specify the location of the leak. No pt harm reported. No other event details were provided.